Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the malposition of the initial valve cannot be confirmed. In addition to the procedure itself, patient factors (mild valvular calcification, mild aortic root calcification), may have contributed to the malposition of the initial valve and subsequent pvl. A second valve was deployed to stabilize the initial valve and reduce the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), prior to performing balloon aortic valvuloplasty (bav), percutaneous cardiopulmonary support (pcps) was initiated due to the low ef (ef of 27%). Following bav, a 23mm sapien xt valve was deployed, landing 90:10 aortic/ventricular (a/v) on the non-coronary cusp (ncc) side and 60:40 a/v on the left coronary cusp (lcc) side. Mild to severe paravalvular leak (pvl) was observed. Post dilation was performed with 2ml additional volume; however the pvl was not resolved. A second sapien xt valve was implanted where intended, in a final 50:50 a/v position on the ncc side and 70:30 a/v on the lcc side. Pvl was observed to be trivial. Following the removal of the esheath, a vascular complication occurred requiring surgical repair and blood product transfusions. The native annular diameter measured 21.0mm by tee. Mild valvular calcification and mild aortic root calcification were reported.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-02334.